Manufacturer narrative:
Corrected data: during the initial procedure, the physician ballooned the right common iliac artery causing a rupture. The physician implanted a limb extension to correct the issue.

Event description:
It was reported that approximately 15 months post implant of a bifurcated device, a suprarenal aortic extension and a limb extension, a computed tomography (CT) scan revealed severe angulation at the junction between the aortic extension and bifurcated graft, and reduced overlap across the devices. Reportedly, a CT scan showed the aorta is continuing to lengthen and moved laterally off the spine, pulling the suprarenal extension down, causing the suprarenal struts to be placed under the low left renal artery, and decreasing the overlap between the bifurcated graft and the aortic extension. It was also noted on follow up angiogram, that there appeared to be a pseudo-aneurysm off the bifurcated right graft limb. The physician elected to implant an infrarenal aortic extension between the aortic extension and bifurcated graft; additionally, a stent was placed in the angled portion of the overlap, to provide additional support to the juncture. The physician felt the aneurysm was sealed and the covered portion of the proximal extension provided enough seal. The patient tolerated the procedure well and was doing well post-operatively.

Manufacturer narrative:
The device remains implanted in the patient, hence device evaluation could not be performed. Medical records and pre-operative imaging were provided and reviewed by internal medical director, with the following impression: the aortic aneurysm presented severe angulation and conical proximal neck. The cause of the reported event could not definitely be identified, but the pathology and aneurysm angulation were a likely factor in the component separation. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units were consumed and no other units were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Corrected data: contact office - corrected.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.